Event description:
It was reported that the deployment thread did not have a pulling loop, so the physician was unable to attach this to the trip wire. The physician examined the esophageal varices and determined that banding was not required. The patient was reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined. The device will not be returned. Therefore, no direct analysis of the product will be performed.